Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a surgery, the drill was inserted and bent in the adapter becoming stuck in the adapter. The bit was then removed forcefully by pounding the bit out.

Manufacturer narrative:
The damaged drill adaptor was not returned to the manufacturer for investigation purpose and the root cause cannot be determinated. Device not returned for inspection